Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported phenomenon "procedure was delayed due to image loss" occurred due to fluid invaded the video connector during device handling by the user. That caused abnormality of electrical component and image loss. As a result, procedure was delayed. The root cause of the phenomenon could not be identified. Additionally, the reported phenomenon "procedure was delayed due to no 3d image" occurred due to fluid invaded the video connector during device handling by the user. That caused abnormality of electrical component, 3d image was not displayed temporarily. As a result, procedure was delayed. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: -inspection of the endoscopic image "when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device experienced image issues (image loss / unable to use 3d) due to a water invasion. Additional findings include the following: the bending section cover adhesive was worn out and the light guide connector was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope 3d camera is broken. The issue was found during a therapeutic laparoscopy procedure, the procedure was completed with a similar device, and there was a 15 minute delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was an electrical continuity error due to water invasion of the connectors. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.